Manufacturer narrative:
It was reported by the hospital contact that the prowler 14 microcatheter (details unknown) shifted before the deltapaq coil (cdf10020830/c22734) detached. The surgeon withdrew the coil and reshaped the microcatheter. There was resistance when the surgeon re-advanced the coil. Removed the coil and noted it was stretched. The coil was changed to a new one (details unknown) to complete. There was no report on patient injury. The patient is male and (B)(6) had aneurysm with 3.8*2.5mm. The orbit coil (details unknown) shaped successfully. The coil will be returned for analysis. An adequate continuous flush was maintained through the microcatheter. The coil was not used like a guidewire to reposition the microcatheter. Coil entanglement with previously placed coils was not suspected to contribute to the event. There was no clinically significant delay in the procedure due to the event. Very limited information was received. The prowler 14 microcatheter and the rotating hemostatic valve (rhv) were not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition except for areas of dried contrast granules which are difficult to remove. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. As seen by the unaided eye through the hoop dispenser, the coil was inserted into the hoop exposed, unprotected, and completely unsheathed. As no resheathing difficulties were reported, it is important not to insert an unsheathed coil into the hoop for return packaging as it will cause further coil damage. Located at the proximal end of the coil is severe compression and buckling. The coil¿s socket ring was pushed down under the outer sheath this caused a loss of concentricity between the distal tip of the device positioning unit (dpu) and the proximal end of the coil. Due to post-procedural handling of the coil it cannot be determined if this damage occurred during them procedure. Distal to the found coil damage the remainder of the coil is undamaged with no stretching found. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been fractured and the damaged edge has been elevated above the surface plane. The locking mechanism has compression and stretching damage. No manufacturing defects were found. While the exact root cause of the complaint cannot be determined, there are two contributing factors that are related to the microcatheter moving off target, for the coil damage, and for the resistance inside the microcatheter. These contributing factors may have worked separately or in tandem with each capable of producing similar results. The primary contributing factor to the microcatheter moving, the coil damage, and for the coils resistance inside the microcatheter may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which may have caused the compression and buckling of the proximal end of the coil, pushed the coil¿s socket ring down inside the sheath, and produced resistance during coil advancement inside the microcatheter. The unsheathing difficulty, the coil damage, and the loss of concentricity at the articulating junction are the main contributors to the complaint event. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ the secondary, but equally import contributing factor to the coils damage, the coils resistance during advancement inside the microcatheter, the positioning difficulty, and the movement of the microcatheter may have been due to distal interference which may have been from the coils already dwelling inside the target site (if previously placed), on itself, or from the distal tip or other section of the microcatheter. In addition, without the return of the prowler 14 microcatheter and the rhv used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. Based on the information and the analysis, the event could not be confirmed, however procedural factors may have contributed to the event. Additionally, a review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
It was reported by the hospital contact that the prowler 14 microcatheter (details unknown) shifted before the deltapaq coil (cdf10020830/c22734) detached. The surgeon withdrew the coil and reshaped the microcatheter. There was resistance when the surgeon re-advanced the coil. Removed the coil and noted it was stretched. The coil was changed to a new one (details unknown) to complete. There was no report on patient injury. The patient is male and (B)(6), had aneurysm with 3.8*2.5mm. The orbit coil (details unknown) shaped successfully. The product will not be returned for analysis. An adequate continuous flush was maintained through the microcatheter. The coil was not used like a guidewire to reposition the microcatheter. Coil entanglement with previously placed coils was not suspected to contribute to the event. There was no clinically significant delay in the procedure due to the event. Based on the information, the event was not confirmed. The deltapaq (cdf100208-30, lot c22734) will not be returned, therefore the root cause of the microcatheter moving, the coil resistance during advancement, and the coil finally stretching cannot be determined. However procedural factors may have contributed to the event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. Concomitant medical products and therapy dates: prowler 14 microcatheter (details unknown). New coil (details unknown). Orbit coil (details unknown). This is an initial/final report.

Event description:
It was reported by the hospital contact that the prowler 14 microcatheter (details unknown) shifted before the deltapaq coil (cdf10020830/c22734) detached. The surgeon withdrew the coil and reshaped the microcatheter. There was resistance when the surgeon re-advanced the coil. Removed the coil and noted it was stretched. The coil was changed to a new one (details unknown) to complete. There was no report on patient injury. The patient is male and (B)(6), had aneurysm with 3.8*2.5mm. The orbit coil (details unknown) shaped successfully. The product will not be returned for analysis. An adequate continuous flush was maintained through the microcatheter. The coil was not used like a guidewire to reposition the microcatheter. Coil entanglement with previously placed coils was not suspected to contribute to the event. There was no clinically significant delay in the procedure due to the event.